Manufacturer narrative:
(B)(4).

Event description:
It was reported that undersensing during ventricular fibrillation was observed. During device interrogation, delayed hv therapy was noted. Programming changes were made. Patient was fine.